Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had not been able to calibrate the sensor correctly for two days leading up to the call. Blood glucose level at the time of the incident was 432 mg/dl. The customer was advised that the sensor would be replaced but would not return the product for analysis.